Event description:
Boston scientific received information that this patient was hospitalized for renal failure and dehydration. A device check was performed and the patient appeared to be in atrial fibrillation. The counters did not have any dates and so it was difficult determining how long the patient had been in that rhythm and the atrial tachy response (atr) percent was at 0% despite a large number of atr episodes being counted. The field representative consulted with boston scientific technical services (ts) and it was discussed that daily measurements were present and able to be manually performed during the check and were normal. The field representative did note that the magnet rate was 100 ppm and the gas-gauge indicator showed the device was at beginning of life (beginning of life (bol), while the battery longevity showed < 0.5 years remaining. Ts suggested to reset the counters and reinterrogate the device, and to do a save to disk and memory dump to be sure there were no resets. After resetting the counters and reinterrogating the amount of time in atrial fibrillation was available, and the battery status and gas gauge appeared to be aligned. It was reported there was some undersensing of the atrial fibrillation so the physician opted to reprogram the device to vvir. It was also noted that the physician did not have any concerns related to the battery. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.